Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) all insulators perforated (stylet/guidewire); full lead.

Event description:
It was reported that during implant attempt, it was noted that there was an insulation break at the distal tip. The device was not implanted. No patient complications have been reported as a result of this event.